Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the expert tibial nail was inserted in (B)(6) 2013. During a nail removal operation, extraction screw in question was not connected to the nail. As instructed in the guide, the surgeon had removed the end caps and all the locking screws except one screw and also removed the bone fragment in the connecting part of the nail and extraction screw. Eventually, the surgeon closed the surgical incision without removing the nail and the operation finished with 60 minutes of delay. This report is for an unknown nail. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.